Event description:
As reported, the powerflex pro 6mm 15cm balloon was suspected that the balloon intima was broken. There was always gas entering when the pressure pump was pumped back. There was no reported injury to the patient. The iliac vein was expanded by step by step using a 6x15, 8x8, and 10x8 unknown balloons. Angiojet thrombus suction was also used in the vessel. The non-cordis wire could not pass through the lesion. The device was stored and prepped per the instructions for use (IFU); however, the device could not maintain negative pressure during preparation. The device was never inserted into the patient. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. The device was never put into an acute bend and did not kink during its use. The lesion did not have any calcification. The vessel was noted to have a little tortuosity. The lesion had a 75% stenosis. The device was not being used to treat a chronic total occlusion (cto). The inflation device was filled with a 1:1 contrast/saline ratio. The inflation device was used successfully with other devices during the procedure. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82208686 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Per the powerflex pro 6mm x 15cm balloon it was suspected that the balloon intima was broken. There was always gas entering when the pressure pump was pumped back. It was noted the leak was confirmed during negative pressure. There was no reported injury to the patient. The lesion did not have any calcification. The vessel was noted to have a little tortuosity. The lesion had a 75% stenosis. The device was not being used to treat a chronic total occlusion (cto). The iliac vein was expanded by step by step using a 6x15, 8x8, and 10x8 unknown balloons. A pharmaco-mechanical peripheral thrombectomy device with active aspiration was also used in the vessel. The non-cordis wire could not pass through the lesion. The powerflex pro device was stored and prepped per the instructions for use (IFU); however, the device could not maintain negative pressure during preparation. The device was never inserted into the patient. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. The device was never put into an acute bend and did not kink during its use. The inflation device was filled with a 1:1 contrast/saline ratio. The inflation device was used successfully with other devices during the procedure. The product was returned for analysis. One non-sterile powerflex pro 6mm x 15cm 135cm percutaneous transluminal angioplasty (pta) unit was received for analysis inside a plastic bag. Per visual analysis of the unit, no anomalies could be observed by the naked eye. Per functional analysis an appropriate .035¿ lab sample guide wire was inserted into the unit via tip. No anomalies were observed during guide wire insertion. Then, a lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and positive pressure was applied. The balloon was instantly inflated. Next, negative pressure was also applied, and the powerflex pro was immediately deflated as expected. Neither damage, nor anomalies, could be observed. Neither dimensional nor microscopic analysis were performed due to no anomalies found on the unit received for evaluation. A product history record (phr) review of lot 82208686 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-leakage - during negative prep¿ was not confirmed by analysis of the returned device. The exact cause of the reported event could not be confirmed. It is possible the indeflator used in the case was defective or incorrectly connected to the complaint device. According to the instructions for use, which are not intended as a mitigation of risk, ¿1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time.¿ the device performed as intended and therefore could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the powerflex pro 6mm 15cm balloon was suspected that the balloon intima was broken. There was always gas entering when the pressure pump was pumped back. It was noted the leak was confirmed during negative pressure. There was no reported injury to the patient. The iliac vein was expanded by step by step using a 6x15, 8x8, and 10x8 unknown balloons. Angiojet thrombus suction was also used in the vessel. The non-cordis wire could not pass through the lesion. The device was stored and prepped per the instructions for use (IFU); however, the device could not maintain negative pressure during preparation. The device was never inserted into the patient. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. The device was never put into an acute bend and did not kink during its use. The lesion did not have any calcification. The vessel was noted to have a little tortuosity. The lesion had a 75% stenosis. The device was not being used to treat a chronic total occlusion (cto). The inflation device was filled with a 1:1 contrast/saline ratio. The inflation device was used successfully with other devices during the procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the powerflex pro 6mm 15cm balloon was suspected that the balloon intima was broken. There was always gas entering when the pressure pump was pumped back. It was noted the leak was confirmed during negative pressure. There was no reported injury to the patient. The iliac vein was expanded by step by step using a 6x15, 8x8, and 10x8 unknown balloons. Angiojet thrombus suction was also used in the vessel. The non-cordis wire could not pass through the lesion. The device was stored and prepped per the instructions for use (IFU); however, the device could not maintain negative pressure during preparation. The device was never inserted into the patient. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. The device was never put into an acute bend and did not kink during its use. The lesion did not have any calcification. The vessel was noted to have a little tortuosity. The lesion had a 75% stenosis. The device was not being used to treat a chronic total occlusion (cto). The inflation device was filled with a 1:1 contrast/saline ratio. The inflation device was used successfully with other devices during the procedure. The device will be returned for evaluation.